Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The autosetup feature failed in all sensing vectors. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.